Event description:
Cna used a sit-to-stand lift to transfer a resident. The lift functioned properly while raising the resident to the standing position, but did not function correctly when the cna attempted to push the lift to the desired location. While trying to push the lift with the resident in it, the wheels failed to turn and caused a shoulder injury to the cna. Lift was examined by the facility maintenance department. Who determined that 2 of the wheels were not turning properly. Workers comp claim was filed. Mfg. When parts are received in for inspection we should be able to determined if, preventative maintenance could have avoided this incident. Cna sent to e.r. For eval.